Event description:
As reported by the user facility: overinfusion: the perfusor space delivered with a higher rate than allowed by the customer. No confirmation if the device was used with a dialysis device.

Manufacturer narrative:
(B)(4). B braun (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). The device will not be returned to b. Braun (B)(4) (MFR) for eval. No f/u report will be available.